Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient was using a tandem insulin pump (closed loop) as the display device. Prior to the event he had slept for 12-14 consecutive hours and had not eaten. On (B)(6) 2023, upon awakening his hands were shaky, he had visual disturbances (residual image when eyes were closed), was ¿wobbly¿ and had difficulty moving and walking. His memory of some details was unclear, and he did not remember the cgm value displayed at the time or hearing any cgm alarms. He did not have a glucometer at home or self-treat, and his spouse was unable to help him. His son arrived at the home, placed him in a wheelchair, and transported him to the emergency room (ER). After 2.5 hours in the waiting room the patient was given 2 cups of orange juice and peanut butter and crackers to eat. His bg level stabilized within an hour of eating. He did not lose consciousness or receive treatment with IV medication at the hospital. At some point at the ER the bg finger stick value was 90 mg/dl and the cgm value was 120 mg/dl. He was discharged home later the same day. At a subsequent visit his physician prescribed a glucometer as a back up plan for diabetes management. After the event he was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.